Manufacturer narrative:
The reported issue could not be confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they device was received for fails barrel clamp test. Calibrated was successfully performed on syringe. Pm was performed and all tests passed. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 10/08/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed barrel clamp test. "Fails barrel clamp open position." No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed barrel clamp test. "Fails barrel clamp open position". No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed barrel clamp test. "Fails barrel clamp open position". No additional information was provided. There was no patient involvement.